Event description:
Customer reports a cracked venous header noted during patient use. Estimated 120cc blood loss reported with no patient injury; patient was treated with ancef intravenous prophylactically. The dialyzer was reused 16 times prior to this occurrence.